Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 9 years after the dental implant was installed in intraoral region #6, bone loss around the implant was noticed. For this reason, the dentist decided to remove the implant.